Event description:
Two days following ICD implant, patient presented to the hospital with complaints of pain at the ICD site. Antibiotics were prescribed for possible infection. Patient returned to the hospital on (B)(6) 2019 with pain, swelling, and redness around the ICD site. Patient was found to be hypotensive. Patient underwent emergency pericardial window procedure on (B)(6) 2019; pericardial effusion, cardiac tamponade, and hematoma observed. System remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.